Manufacturer narrative:
The sodium electrode lot number was evn60 with an expiration date of 19-aug-2026. The customer found an issue with the ise sample probe, which they resolved. No further information could be provided. The field service engineer cleaned the dilution vessel, sipper, nozzle, ise standard nozzles, sonic wash station, and the sample probe. The customer ran an ise reagent flow path wash. The field service engineer ran precision testing with passing results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. For one patient, the initial result was 134 mmol/l, and the repeat result was 148 mmol/l. The customer was not sure which result was correct or if any questionable result was reported outside of the laboratory.

Manufacturer narrative:
An additional repeat result of 140.68 mmol/l was generated from a second cobas pro ise analytical unit. The investigation determined that the service actions resolved the issue.